Event description:
Patient reported the down button on the infusion device does not function and the up button works with difficulties. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and returned for evaluation. A preliminary evaluation revealed the up and down buttons do not function. There is an interruption between the printed circuit board and the buttons. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.